Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced universal surgical manipulator (usm) as a precaution. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was analyzed, and the reported failure was confirmed via remote fe and replicated in-house. The unit was tested on an in-house system, and it failed normal mode, triggering 25930. During inspection on axis 3, fluid intrusion/contamination was found on the tornado buttons and tornado switch (acsb3 pca). The unit went through testing on a test platform, and it passed all required tests except pitch friction. The spar toggle and insertion clutch assemblies will be fixed to address the reported problem. The spar will be upgraded.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, there was error 25745 on universal surgical manipulator (usm) 4. Site clarified that usm4 instrument clutch button was nonresponsive. Error 25745 observed in logs on usm4. The site completed the procedure as using 3 usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.